Event description:
It was reported the patient developed radiculitis following a plf procedure using rhbmp-2/acs.

Manufacturer narrative:
A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films for applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.